Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the left essure device had perforated her fallopian tube") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2008, the patient had essure inserted. In 2008, 6 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total abdominal hysterectomy and salpingectomy). Essure was removed in (B)(6) 2008. At the time of the report, the fallopian tube perforation and genital haemorrhage outcome was unknown. The reporter considered fallopian tube perforation and genital haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the left essure device had perforated her fallopian tube, failure to occlude (close) fallopian tubes, perforation (fallopian tube.') And genital haemorrhage ('bleeding') in a 42-year-old female patient who had essure (batch no. 508835, 509015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included suprapubic pain and headache. Concurrent conditions included increased urinary frequency, anxiety disorder, tenderness, uterine fibroid, ovarian cyst, uterine cramps and uterine leiomyoma. Concomitant products included caffeine;codeine phosphate; paracetamol (acetaminophen with codeine), codeine phosphate; paracetamol (tylenol with codeine) and paracetamol (tylenol). On (B)(6) 2006, the patient had essure inserted. On (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("menorrhagia"). In (B)(6) 2009, the patient experienced mood swings ("hormonal changes describe: mood swings,"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("abdominal pain") and complication of device insertion ("problems inserting the right side"). The patient was treated with surgery (total abdominal hysterectomy and salpingectomy). Essure was removed on (B)(6) 2008. At the time of the report, the fallopian tube perforation, genital haemorrhage and complication of device insertion outcome was unknown and the mood swings, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, complication of device insertion, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, mood swings and vaginal haemorrhage to be related to essure. The reporter commented: as per pfs discrepancy date of insertion: (B)(6) 2006, (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: unilateral occlusion (right tube occluded), perforation. (Fallopian tube). Concerning the injuries reported in this case, the following one were described in patients medical record: abdominal pain, pelvic pain. Most recent follow-up information incorporated above includes: on 23-jul-2019: pfs& mr received reporter information, lot no was added. New event added mood swings, vaginal hemorrhage, menorrhagia, dysmenorrhea (cramping), abdominal pain, device insertion failed. Severity added abdominal pain and event outcome added pelvic pain, abdominal pain, mood swings, vaginal hemorrhage, menorrhagia, dysmenorrhea (cramping). Concomitant drugs and medical history was added. Lab test was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the left essure device had perforated her fallopian tube, failure to occlude (close) fallopian tubes, perforation (fallopian tube.') And genital haemorrhage ('bleeding') in a 42-year-old female patient who had essure (batch no. 508835, 509015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included suprapubic pain and headache. Concurrent conditions included increased urinary frequency, anxiety disorder, tenderness, uterine fibroid, ovarian cyst, uterine cramps and uterine leiomyoma. Concomitant products included caffeine;codeine phosphate;paracetamol (acetaminophen with codeine), codeine phosphate;paracetamol (tylenol with codeine) and paracetamol (tylenol). On(B)(6)2006, the patient had essure inserted. On (B)(6)2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6)2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("menorrhagia"). In (B)(6)2009, the patient experienced mood swings ("hormonal changes describe: mood swings,"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("abdominal pain") and complication of device insertion ("problems inserting the right side"). The patient was treated with surgery (total abdominal hysterectomy and salpingectomy). Essure was removed on (B)(6)2008. At the time of the report, the fallopian tube perforation, genital haemorrhage and complication of device insertion outcome was unknown and the mood swings, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, complication of device insertion, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, mood swings and vaginal haemorrhage to be related to essure. The reporter commented: as per pfs discrepancy date of insertion: 02may2006, jan2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in august 2006: unilateral occlusion (right tube occluded), perforation (fallopian tube).. Concerning the injuries reported in this case, the following one were described in patients medical record: abdominal pain, pelvic pain. Lot number: 508835 manufacture date: 2005-08 expiration date: 2007-07 lot number: 509015 manufacture date: 2005-11 expiration date: 2011-10 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-aug-2019: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.